Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Episodes of post-paced t wave oversensing were observed on the ventricular lead during follow-up. Technical services recommended reprogramming, which resolved the issue. There were no adverse consequences for the patient.